Event description:
A report was received that a permanent trial patient had become unwell with diarrhea; he then developed a fever and rigors on (B) (6) 2010. The patient had blood cultures taken and as a precaution and all leads and lead extensions were explanted. A wound swab was taken and the physician reported that there was a very small amount of purulent ooze at the site. The physician reported that the source of infection may not have been the leads but most likely a gastrointestinal infection, but the leads were removed as a precaution. The patient was treated with oral antibiotics and is reportedly doing well.

Manufacturer narrative:
The explanted devices were discarded by the medical facility and will not be returned to bsn for analysis.